Event description:
Additional iformation received on 1/31/97 indicates one (other brand) cylinder and one (this brand) cylinder were removed.

Manufacturer narrative:
Cylinder had or damage. Cylinder had fold wear leak.